Manufacturer narrative:
On september 1, 2021, the mentor failure analysis lab received the device for evaluation. Upon receipt, it was confirmed the device was a 350cc mentor memorygel breast implant (catalog# 3503504bc), and had been explanted on (B)(6) 2021. In addition, a lot number was provided. On september 7, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 13, 2021, mentor became aware the patient experienced an autoimmune response. Coding has been updated to indicate the patient experienced generalized illness symptoms. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor memorygel breast implant and experienced a rupture and breast pain on the left side and a local reaction on the right side post-operatively, which were confirmed via MRI. As a result, the patient underwent explantation of the left sided device only on (B)(6) 2021. . This report is for the right side device.